Manufacturer narrative:
(B)(4). Since bubble coming from tip of the cutter, it is possible for harm to the patient. Hence it is concluded as reportable. The risk is possible injury by microbial, viral or prion infection (patient harm). All available information has been disclosed. This complaint has now been closed.

Event description:
Bubble happens.